Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml of baclofen at 465 mcg/day via an implantable pump for intractable spasticity. On 2020-apr-20, it was reported that the patient's pump went empty on (B)(6) 2020. The patient's pump was last filled at the hcp's clinic on (B)(6) 2020. The patient was soon after diagnosed with pneumonia and was in the hospital. The clinic had arranged with the patient's wife to have someone come and fill the patient's pump while they were in the hospital, but the refill never occurred according to the patient's wife. The patient was transferred to a spinal cord injury care facility for rehab on (B)(6) 2020 following their pneumonia-related hospital stay. On (B)(6) 2020, the patient started experiencing "altered mental status", fever, hypernatremia, hypotension, tachycardia, bradycardia, and had a platelet count of 24. The patient was on benzodiazepines via an IV for their symptoms. The hcp was inquiring about next steps and was wondering why the patient's withdrawal symptoms were delayed. The hcp reported t hat they planned on getting the patient medically stable and then would likely fill the patient's pump on (B)(6) 2020 and lower the patient's dose. No further complications were reported.